Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be determined through this evaluation. As of 05jun2019, the vad coordinator stated that they had not yet received the discharge records regarding the patient¿s may 2019 admission. The vad coordinator reported that they would update when they had received the records; however, no further information was received. The patient remains ongoing on vad support. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's previous admission for arrythmias on (B)(6) 2017 was reported in MFR# 2916596-2019-02637. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was previously reported the patient received an automatic implantable cardioverter-defibrillator (aicd) shock related to rapid ventricular response with atrial fibrillation on (B)(6) 2017. Per the clinician, the arrhythmias were possibly device related. At the time, patient received an aicd shock and was symptomatic with rapid atrial fibrillation. Patient has chronic atrial fibrillation and rate is variable. The event never really "resolved" as this is an ongoing issue but heart rate is generally controlled with medications. On (B)(6) 2019, it was reported the patient was re-admitted to outside hospital on (B)(6) 2019 status post aicd shock. Additional information has been requested but has not yet been provided.